Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-. Related manufacturer reference number: 2017865-2020-. Related manufacturer reference number: 2017865-2020-. It was reported that the patient presented in the emergency room after falling, feeling dizzy, and having bradycardia. Device interrogation revealed that there was no capture on the right atrial, right ventricular, and left ventricular lead. An external pacemaker was used to provide therapy. Chest x-ray revealed that the lv lead had pulled back into the pocket. The ra and rv seem to have moved slightly. The three lead were explanted and replaced. Patient was stable post procedure.